Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was of 700 mg/dl. Customer reported that the insulin pump was not rewound. Customer was assisted with troubleshooting for reservoir and tubing process. Customer reported that they were unable to exit the load reservoir process. The customer declined troubleshooting for high blood glucose level because he stated that he knew the high blood glucose caused due to rewound issue. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. Customer was advised to place the insulin pump in storage mode, removed battery, pressed and hold the back button until the screen turns off. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self test. No unexpected rewind anomaly noted during testing. (B)(4).